Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently was hospitalized due to an elevated blood glucose (bg) level that ranged from 594-595 mg/dl and moderate ketones identified as life threatening by a healthcare provider. Prior to the hospitalization, the customer administered a manual insulin injection in attempt to address high bg. The customer was treated with intravenous saline and insulin while in the hospital and was released on (B)(6) 2024 with no permanent damage and reported issue was resolved. The cause of the high bg was unknown. Technical support performed a system check on the pump and determined that the pump was functioning as intended.